Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the reservoir compartment broke off when she put the reservoir in. The customer stated that is felt sharp and when she pulled the pump out she noticed it was broken. The customer stated that the crack is crooked and would go on the part close to the window. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.